Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed after pump started and run for about 279 hours, motor current (mc) spiked followed by low flow that triggered auto suction response and suction alarms. Also a mc spike occurred and mc dropped down and flatlined with no change in p-levels. Flows reduced too after mc become flat. The pump was returned for evaluation. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of low flow was biomaterial ingestion.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support. While on support, the motor waveform suddenly became flat. The impella placement position was checked with an ultrasound but no abnormalities were found. The flow display was also yellow indicating that the flow rate was not optimal. The service life had exceeded its expected lifespan by just under a month and in consideration of deterioration of the motor over time, the impella 5.5 was replaced.